Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The error was confirmed via remote. The unit was installed on the in-house system on the psc fixture test platform (pftp) and passed all tests. Failure analysis ran the unit a second time and all tests passed.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer stated they were getting a 319 error on universal surgical manipulator (usm) 2. They have already rebooted the system and the error remained. The site had a message to disable usm2 and that was what they did, however, they are now reporting usm2 was no longer moving. Tse explained that when the customer choose to disable usm2, that would shut usm2 off so the error would not return. But this also means they are shutting off usm2 where the clutch buttons will not move the arm and they would have to manually push usm2 out of the way. The customer was able to move usm2 out of the way and was continuing with the case using usm 1, 3, and 4. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the inner distal set up joint (suj). The system was tested and verified as ready for use. Isi has received the distal suj, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance investigation revealed error 319 that may have been related to the system complaint. Additional log reviews confirmed that system sk0302 was used on (B)(6)2022 for a right hemicolectomy procedure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.